Event description:
It was reported, "had issue in or - (device) malfunctioned, arced, and burned the patient."

Manufacturer narrative:
When this complaint was reported the patient was still in the operating suite. The extent of the reported injury was not known at the time, and, will not be known until post recovery room. It is unknown if there was any required medical treatment for the reported injury. Conmed has been attempting to recover additional information regarding this reported incident. The device return is anticipated; however, has not been received to date. On completion of the quality engineering evaluation a supplemental report will be submitted. Device not yet received at conmed.